Event description:
It was reported that patient experienced that infusion set fell off during use event on (b)(6) 2026 along with high blood glucose which was addressed by Correction injection via Multiple Daily Injections.

Manufacturer narrative:
Initial 7 of 8.E1: Name: (b)(6). Based on the available information, this event is deemed to be a Serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.